Event description:
The defect in this product was noticed prior to being used on a pt. Neonatal intensive care unit quality coordinator reported that nursing staff was unable to fully prime several of the carefusion maxguard extension set tubing. When nursing staff attached a pre-filled normal saline 3ml syringe to manually prime tubing, resistance was met after priming 1/2 of the tubing. Tubing was never used on a pt. This product defect was found with lot #14086829, 15036372, 15046373, and five sets of tubing from lot #15055139.